Manufacturer narrative:
The customer reported that they are seeing intermittent signal loss across 4 different floors. No harm or injury was reported. They already rebooted all multiple patient receivers (org's), but the issue persisted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device(s) were used when the issue occurred: transmitter: model #: zm-531pa, serial #: (B)(4), device manufacturer data: 10/07/2015, unique identifier (UDI) #: (B)(4). Multiple org's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that they are seeing intermittent signal loss across 4 different floors. No harm or injury was reported. They already rebooted all multiple patient receivers (org's), but the issue persisted.

Manufacturer narrative:
Details of complaint: the customer reported they were seeing intermittent signal loss across 4 different floors. They had already rebooted all the multiple patient receivers (orgs), but the issue persisted. No patient harm or injury was reported. Investigation summary: the customer indicated that everything looked fine in their org closet and that the antennas were working properly. The customer was unable to collect the rssi readings and check the signal readings. No further information was provided by the customer. Based on the available information a definitive root cause could not be identified.

Event description:
The customer reported they were seeing intermittent signal loss across 4 different floors. They had already rebooted all the multiple patient receivers (orgs), but the issue persisted.